Event description:
Describe event or problem: patient infection.

Manufacturer narrative:
The subject product is in the process of being evaluated. Therefore, no conclusion can be drawn at this time. We will submit a follow up report upon completion of evaluation.